Event description:
It was reported the save to disk no longer works and the "tapes" get hung up in disk drive. The programmer was returned to the manufacturer, analyzed, and subsequently tested out of specification and is now reportable. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4)- analysis could not confirm the customer comment. Interrogations were able to be saved to disk. Analysis did find that the electrocardiogram connector was cracked at the shoulder joints and the fan was noisy.